Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) was isolated to the electrode belt white lead-1 wire being broken, causing ECG c to not recognize during falloff testing. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.